Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a loss of therapeutic effect broken lead and a following a fall. Her physician attempted to reprogram her neurostimulator to see if it was still effective. Based on the outcome, the device may be removed. Additional information was requested.